Event description:
It is reported that the customer was experiencing a high blood glucose level of 486mg/dl. Trouble shooting was done and patient is taking insulin injections. Patient found that the line was kinked. Pump is not being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.